Manufacturer narrative:
Follow-up #1: date of submission 08/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated. A review of the pump black box history revealed an unexplained reboot. During testing, the battery compartment was observed to be cracked with evidence of moisture inside. The leak test failed due to the battery compartment leak. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. A test cap was able to fully secure onto the pump with no yellow o-ring was visible at the battery cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of internal moisture was observed on the pump¿s internal components. Unrelated to the initial complaint, the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump intermittently lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.